Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 483mg/dl and a high level of ketones identified as dangerous by healthcare provider. The cause was unknown; however, customer's continuous glucose monitor was not available. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the next day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.